Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery after many infusion set changes. The customer's blood glucose reading was 280 mg/dl at the time of incident. The customer was advised to disconnect and reconnect tubing and reservoir and insulin exited the tubing and alarmed no delivery. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed all functional testing including the self-test, error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm noted. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, stained lcd resilient cover, and scratched reservoir tube window.